Event description:
Physician note in the middle to the procedure, light was visible in more than more place. He stopped the procedure and pulled the fiber and sheath out and noticed it was shorter than it should be. Under ultrasound, he could visualized pieces of the fiber still in the greater saphenous vein. A small incision was made and the two pieces were retrieved. One piece was about 2 and 1/2 inches with the other about 6 inches. Remaining procedures proceeded as expected. Patient recovery was uneventul.